Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was not returned for analysis with the device. Additional information on how stent detachment had occurred was requested; however no response was received from the customer. The balloon cone profiles and balloon main body were reviewed and found that the balloon wings were opened out from their folded positions and solidified media was evident inside the balloon chamber. Crimp markings evident on the balloon wall were not as prominent due to the balloon previously receiving manipulation. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the mid-shaft section found a midshaft break at 1cm proximal to the port bond. An examination of the lumen identified that it was severely stretched at the port bond area and as a result a 0.014¿ guidewire could be inserted through the wire lumen but could not be removed. The outer and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that catheter entrapment occurred. A 2.75x38mm promus element plus drug-eluting stent was used to treat the target lesion. The non-bsc guide wire was inserted through the device. However, after a few centimeters the device became stuck on the wire before entering the patient. The physician attempted to push and pull the device but it was unable to be removed. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that catheter entrapment occurred. A 2.75x38mm promus element plus drug-eluting stent was used to treat the target lesion. The non-bsc guide wire was inserted through the device. However, after a few centimeters the device became stuck on the wire before entering the patient. The physician attempted to push and pull the device but it was unable to be removed. No patient complications were reported.